Event description:
Original balloon placed at the hospital. Pt transferred to this facility. Pump alarmed, swapped with new pump, but still alarming. Changed helium tank, still alarmed. Replaced balloon, alarm resolved. This indicated there was no issue with the equipment, but with the balloon catheter itself. All available pumps were tested by clinical engineering and all tested within specifications.